Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and there appeared to be no visual issues. A functional evaluation revealed oil within the bimba tube. The complaint was confirmed and a root cause has been associated with oil loss.

Event description:
It was reported the spider limb positioner drifted. No patient injury reported.